Event description:
Prior to insertion of foley catheter nurse attempted to test balloon as per nursing standard of practice and balloon will not inflate. Another catheter was tested with same results. Third catheter tested and was ok.